Event description:
Baxter (B)(4) received a report that an infusor had a loose and cracked coil cap, which was found before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the reported condition was confirmed. Visual inspection of the returned sample found a crack on the top of the cap. The root cause for the cracked cap was determined to be a manufacturing issue. No repairs were made, as this is a single use device and will be discarded. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. This product is not distributed in the us and does not have a 510(k) number.